Event description:
Report received of an unintended morphine bolus while the nurse was attempting to load the syringe into the pump. The pump was programmed to deliver morphine 1mg/ml in the pca only mode with a pca dose of 2mg, a pt lockout of 8 minutes, and a 4-hour limit of 30mg. At 10am, the pump alarmed for an empty syringe. The nurse inserted a new syringe into the pump and reported that it took more force than expected to seat the injector flange. The tubing set was not clamped at the time of the syringe change. During the 1 to 2 minutes that it took for the nurse to seat the syringe, an unintended bolus of 20mg of morphine was delivered to the pt by the nurse manually pushing down on the syringe. The nurse noticed immediately that the bolus was delivered to the pt. The pt received 1:1 monitoring by a staff member and a pulse oximeter was placed on the pt. Within an hour, the pt's respiratory rate descreased to 6 breaths per minute. The pt was successfully treated with a half ampule of narcan. The pump was immediately removed from clinical service. Approx 2 hours after treatment with narcan, therapy was resumed on a replacement pca pump in the continuous only mode. At approx 3pm, therapy was resumed in the pca + continous mode at the previous settings. The pt recovered with no long term sequelae. Though requested, no add'l info was available.